Event description:
During testing it was reported that the drill was getting hot. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation. It has reached the manufacturing site and investigation is on-going. A follow-up report will be filed once the investigation is complete.